Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a consumer experienced toxic shock in the cornea of both eyes after using contact lens solution. The consumer presented with corneal haze after wearing lenses for 45 minutes. This was the third episode since using new solution. Upon follow up it was informed that the consumer experienced ¿corneal erosion covering the cornea in both eyes¿ with blurry vision lasting for 1 to 1.5 hours after removing the contact lenses. A product sample was requested, however, there is no product sample available for evaluation.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).